Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedance measurements. This lead was explanted and replaced with a new ra lead. This product will not be returned for further analysis as it was disposed during extraction.